Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09454. It was reported that the patient experienced low impedances due to the lead migrating. As a result, the physician elected to explant and replace the lead. Issue has been resolved. It is unknown which lead is liable. As such, both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.